Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultrasmart meter is giving inaccurate high reading. Two weeks earlier, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. However, the pt declined to provide any more info. This complaint is being classified according to the documentation of the customer care advocate. This inaccurate high issue began two days ago at 4:07 am. The pt obtained a blood glucose reading of "71 mg/dl" on the subject meter. The pt did not take any immediate action in regards to diabetes treatment at the time of concern. Within 30 minutes, the pt's husband contacted the paramedics because the pt developed symptoms described as "confused, hot, disoriented, and sweaty." Upon arrival, the pt claimed that the paramedics tested the pt, obtained an unspecified reading on the paramedics' meter that was 40 points lower than the "71 mg/dl" obtained on the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt reportedly had some soda, ate a small sandwich, and felt fine. During troubleshooting, the customer care advocate verified that the test strips were expired. This complaint is being reported because the pt claimed that she developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.